Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2021 and the device was unable to connect to the clinician programmer. The surgery mode was enabled on the device. Patient lost effective therapy. No additional information is available at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
H1. Updated to serious injury.

Event description:
New information received states that a surgical intervention is anticipated in the near future.

Event description:
New information received states that the device was explanted and a new device was implanted.